Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During the procedure, a coronary sinus dissection occurred and a cardiac tamponade was detected. There is no information regarding interventions, extended hospitalization, patient outcome, or the physician¿s causality opinion. The device was visually inspected and the luer hub was found broken. The device was visually inspected and it was found in good conditions. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area and the puller wire was found detached from the brass ferrule causing the deflection issue. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Force feature was unable to test due to the luer hub issue, however, no force errors were observed during the carto test. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the catheter was connected to the cool flow pump and water leakage was observed due to the damage on the luer hub. A fourier transform infrared spectroscopy test (ftir) was performed on the luer hub and the results showed that the component broke due to an embrittlement potentially caused due to a molecular stress. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the luer hub could be related to the handling of the device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30039406m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During the procedure, a coronary sinus dissection occurred and a cardiac tamponade was detected. There is no information regarding interventions, extended hospitalization, patient outcome, or the physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.